Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely image distortion occurred due to deformation of electrical connector. However, most probable cause of contamination of bending section cover and sticky scope cover and grip part could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited sticky grip and scope cover, contaminated bending section cover and image distortion when pressing the connector. There was no patient involvement.